Event description:
The customer states that they were using a hp deskjet printer connected to a cd 4000 hematology analyzer. The printer was running out of paper. The second to last page was for specimen. The last paper page on board printed (before running out of paper) had the same specimen; but with different pt results. After loading paper on the printer, the first printout showed what it was believed to be the results that have been incorrectly printed out. This new printout had specimen. Results were not released from the lab with no impact to pt management reported.

Manufacturer narrative:
The hp 6980 printer is not validated for use with the cd 4000 because they have incompatible connections. The hp6980 printer has an usb port and the cd 4000 analyzer has a serial port. It is unknown at this time how the customer was able to make the connection between printer and analyzer. The cd 4000 operator's manual states to contact our local customer service organization to request compatibility info for specific printer models. Furthermore, the operator's manual states that the supported printers for an inkjet printer are canon an epson. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.